Event description:
Seven endeavor sprint rx drug-eluting stents were implanted. One stent was implanted in the proximal lcx (MFR report# 2953200-2009-00293), two stents were implanted, overlapping, in the proximal lad (MFR report# 2953200-2009-00294 - 00295) and four stents were implanted, overlapping, in the proximal rca (MFR report# 2953200-2009-00296 - 00299). On day of index procedure, investigator reported a post procedural enzyme rise. Investigator classified enzyme rise as acute nonstemi/non q-wave mi. Location of infarction unknown. It is unknown if target lesions were involved. Investigator states that mi was related to study procedure. Patient asymptomatic at 30 day and 6 month follow up.

Manufacturer narrative:
Eevaluation codes, results: mi.